Manufacturer narrative:
The patient's weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 9 months. The device was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the pump stopped and could not be restarted again. The system controller showed "connect driveline". After exchanging the system controller, the pump was still off and still could not be restarted. The patient went to the hospital and was adequately talking and was not breathless or exhausted, just excited. It was reported that all system controllers that were connected to the pump experienced a short; therefore, log files could not be retrieved. The surgeon decided to cut the driveline and treat the patient as a recovery patient. The patient is reportedly stable. No further information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported event could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.